Manufacturer narrative:
Batch review performed on 08 may 2026 gmk-hinge 02.09.0412h gmk-hinge tibial insert - size4 - 12 mm (k130299) lot. 2337559: (B)(4) items manufactured and released on 12-dec-2023. Expiration date: 2028-nov-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-hinge 02.09.2605r gmk-hinge femoral component r - size5 (k130299) lot. 2315255: (B)(4) items manufactured and released on 16-oct-2023. Expiration date: 2028-sep-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-hinge 02.09.4004r gmk-hinge tibial tray - 4r (k130299) lot. 2340878: (B)(4) items manufactured and released on 04-mar-2024. Expiration date: 2029-feb-18. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection after about 1 year and 4 months from primary. The surgeon performed a washout and revised all implants to antibiotic spacers. The surgery was completed successfully.